Event description:
It was reported that the coil broke in half and vessel spasm occurred. A 6mm x 20cm interlock-35 was selected for use in the varicoceles. During the procedure, the coil and catheter were flushed. The plastic introducer sheath was seated in the hub of the non-boston scientific catheter. The plastic introducer could not be advanced any further, and that the tip was in the lumen of the catheter, beyond the hub. The y adapter was gently tightened to grip the plastic sheath and the twist lock was untwisted. The coil wire and the catheter were advanced until the tip was positioned correctly, and the coil was deployed in place. The marker to identify where the interlocking arms were was not visible. The physician thought that he had finished deploying the coil, and that the interlocking arms had detached. The wire was retrieved, and the physician began preparing for the third coil. However, upon turning back to the patient, it was noted that the last coil was not in place and had not been deployed; instead, the coil had been dragged back by the wire, into the catheter and was half in the hub of the catheter and half broken on the scrub table, near the wire. The broken half of the coil could not be removed from the hub, so the hub was cut off. The vessels had gone into spasm, so it took 45mins to re-establish positioning in the varicoceles with a non-boston scientific catheter. The procedure was completed with a non-boston scientific device. No patient complications were reported.